Event description:
It was reported that there were over 1000 atrial high rate episodes, over 5000 mode switch episodes in a three month period, and it was unclear if there was atrial capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407658 implantable pacing lead, (B)(6) 2012. (B)(4).